Manufacturer narrative:
Additional information received on 25mar2020 indicating that a 52 year old female had a history of type 2 diabetes and was recently diagnosed with non-enhancing glial neoplasm of the left cingulate gyrus, final pathology who grade ii, idh-1 positive astrocytoma. The cusa clarity was used during image guided left frontal craniotomy for resection of tumor. Tumor location was within the left cingulate gyrus through a superior frontal gyrus cortisectomy, low grade glioma. The device should have been set at 60 power/60 suction/5 irrigation, medium tissue selection. It was supposed to be in suction only when it engaged within the tumor and near pericallosal artery branch by the attending surgeon. Subsequently, it was replicated prior to completion of the case during interrogation of the handpiece by the resident, and re-replicated by the engineering team during inspection. When the surgery was completed, the patient was hemiplegic in the right arm and leg with significant neglect and mild apraxia, condition unchanged for the first 12 hours in the intensive care unit (ICU). The patient remained in the ICU for 5 days with mild improvement in arm and leg strength, but with significant inattention and apraxia. Impression from post-operative MRI (post-op day #0): 1. Postoperative changes status post resection of a nonenhancing left frontal glioma. 2. There is an infarct in the left aca territory adjacent to the resection site as well as a few smaller infarcts in the right aca territory. Most recent physical therapy session notes suggest that the patient is weight bearing and able to stand/ambulate with the right lower extremity >20 minutes with orthotic assistance. Patient is able to grasp in right upper extremity with some prompting and assistance and release object with significant assistance. Diminished light touch and proprioception within the left hemibody. Additional information received on 06apr2020 indicated that the cusa was removed from the operating field at the time of the artery injury so that they could achieve hemostasis and attempt to investigate and repair the injury. The resident surgeon did not recall the exact modifications to the settings after it engaged within the tumor, but it was believed that the irrigation was reduced from 5 to 3 and tissue select was increased. No error messages were displayed during use during the case. There did not seem to be any unexpected action from the cusa during the remainder of the case, not until the end of the case was the handpiece interrogated and found to "inappropriately sonicate". The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted donna engleman, director of regulatory programs, office of product evaluation and quality and michelle rios, assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Device identifier: (B)(4). Product identifier: (B)(6). The device was not returned for evaluation therefore the failure analysis to identify root cause to the end user's experience could not be determined. The device history record was reviewed and no anomalies that could be associated with the complaint incident were observed. The reported complaint was not confirmed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported on (B)(6) 2020 that when the power footswitch of the c7002 cusa clarity footswitch was engaged lightly, the button stays depressed and continued to fire. The surgeon received energy when not expecting on hand. The surgeon called integra regional manager on (B)(6) 2020 stating that the cusa clarity that was used during an unspecified procedure on (B)(6) 2020 was acting aggressive and that the foot pedal was sticking. They however, continued on with the procedure. Two days later on (B)(6) 2020, the surgeon stated that the patient had a post operative complication of stroke. No other detailed information was given by the surgeon. The biomedical engineer of the hospital evaluated and tried to clean the footswitch and found it to be sticking when he was called to the or to check on the device during the procedure on (B)(6) 2020.